Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system displayed a low shock impedance measurement. Then following day, the patient with this device system was presented in the clinic for further device review. All current lead measurements were within acceptable limits. It was not believed the patient to be involved with any electromagnetic interference (emi). Isometric and arm movement exercises were performed, however, none recreated the out of range measurement. Lead impedance testing and two commanded shock tests were performed, resulting in within acceptable limits measurements. The physician elected to continue to monitor the device system. To date, no adverse patient effects were reported as a result of this clinical observation.